Event description:
The customer reported that the 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested performing all the calibrations and a ground isolation check and running ventilator for 48 hours on a test lung. Covidien was not authorized to service the device. The customer followed the tse recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.